Event description:
It was reported that during a stenting treatment procedure a tip detachment occurred. Access was obtained via the femoral artery. The 70% in-stent restenosed, 3.0mm eccentric target lesion was located in the moderately tortuous and non-calcified distal left anterior descending artery (lad). It was noted that this restenosed stent was a 2.75x12mm non bsc stent. A kinetix guidewire was advanced to the distal lad and the tip of the wire fractured and became detached. A 4mm non bsc snare was used to try to retrieve the detached tip; however, the attempt was unsuccessful. A non bsc wire was advanced to the lesion and a 2.5x15mm non bsc stent was deployed over the tip of the wire. The procedure was completed by implanting a 3.0x12mm non bsc stent in the lad/diagonal bifurcation and a 2.75x8mm promus stent in the diagonal artery. No additional patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient presented with shortness of breath and worsening angina and was noted to have 75% stenosis in the previously placed stent in the mid left anterior descending artery (lad). The lesion was a bifurcation type c complex lesion. Access was gained via the right femoral artery. The physician attempted to advance the kinetix guide wire across the 99% stenosed diagonal branch; however, the device could not be advanced over the lesion and the physician decided to place the guidewire in the distal lad and a non bsc guide wire was advanced to the diagonal branch. It was noted that the kinetix guide wire was not advancing or torquing well and the physician elected to remove it from the patient; however, when withdrawing the guide wire the tip of the wire was noted to dislodge from the shaft of the wire and stayed in the distal vessel. The physician tried to snare the "trapped" wire; however, the snare could not be advanced to the wire due to the tortuousity and calcification. A non bsc wire was advanced to the lesion; however this device was also unable to reach the detached wire. The physician also attempted to twist the non bsc wire around the detached wire tip but it did not "catch". The lad and diagonal branch were predilated with a 2.5x12mm balloon and a 2.5x15mm non bsc stent was deployed over the detached wire tip. A 3.0x15mm promus stent was deployed in the lad. A kissing balloon technique was then performed with excellent final results.

Manufacturer narrative:
(B)(4). Describe event or problem: corrected from "a kinetix guidewire was advanced to the distal lad and the tip of the wire fractured and became detached" to "when withdrawing the guidewire the tip of the wire was noted to dislodge from the shaft of the wire and stayed in the distal vessel." Describe event or problem: corrected from 70% stenosed to 75% stenosed in the previously placed stent. (B)(4).